Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the tampon string is broken. No injury was reported.

Event description:
Consumer reported via email that the tampon string is broken. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String is broken on tampon [device breakage] cause was traced to manufacturing [manufacturing issue] case description: consumer reported via email that the tampon string is broken. No injury was reported.